Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The third clip (cds0601-xtr, 90508u234) referenced in b5 is being filed under a separate medwatch report.

Event description:
This will be filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade of 4. The xtr clip delivery system (sds) (cds0601-xtr, 90506u213) was advanced to the mitral valve and grasping was performed only one gripper arm would go down. Troubleshooting was performed but the gripper arm would not go down. The clip was not implanted, and the cds was removed and replaced. A second cds (cds0601-xtr, 90508u235) was advanced and the clip was implanted successfully. A third cds (cds0601-xtr, 90508u234) was advanced but the same issue with one gripper arm not going down during grasping. Troubleshooting performed but was not successful. The clip was not implanted and replaced. A fourth cds (cds0601-xtr, 90508u240) was advanced and the clip was implanted successfully. It was assumed that the physician might have been pulling the gripper line too far causing the gripper arm actuation issue. A fifth cds (cds0601-ntr, 90617u126) was advanced to reduce mr and the clip was placed but there was no change in mr as there was a lot of jet remaining between the clips. It was decided to not implant the clip and remove it. The patient was very sick; therefore, the procedure was ended. Two clips implanted with mr remaining at 4. During preparation of the devices there were no issues. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.